Event description:
The manufacturer received information alleging a failed test step occurred during testing on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the unit failed a test during testing. During the evaluation it was noted that the device failed the o2 sensor calibration and the oxygen blender sensor calibration. In conclusion, the device's oxygen blender board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. The following parts were replaced to prevent failure: trilogy o2 pm1 kit. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred during testing on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the unit failed a test during testing. During the evaluation it was noted that the device failed the o2 sensor calibration and the oxygen blender sensor calibration. In conclusion, the device's oxygen blender board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. The following parts were replaced to prevent failure: trilogy o2 pm1 kit. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05). New information/linv: the trilogy o2 oxygen blending module board was returned to the manufacturer product investigation lab (pil) and the complaint was confirmed. The product investigation lab was able to verify a faulty oxygen blending module board (obm) which is due to suspected contaminated obm sensors. The obm pca has been scrapped.